Event description:
Procedure type: gastrectomy. According to the reporter: when removing the instrument from the cut edge of the esophagus, the tube section detached and the anvil with the white plastic piece was left in the cavity. The anvil was found in the oral cavity and was removed with forceps. Using another device, the cut edge was additionally resected to perform another anastomosis to complete the case. Pieces fell into the cavity and could be retrieved. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss. There was unanticipated tissue damage.

Manufacturer narrative:
(B)(4).